Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the pod's cannula was too short or not visible; indicating the needle mechanism did not function as intended. The pod was worn on the patient's abdomen for between 37 and 48 hours. The patient's blood glucose rose above 300 mg/dl. As treatment, a new pod was applied.